Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports comparing her readings on her plink meter with another meter (competitive). Concerned about the accuracy. Analysis run on clark error grid using competitive reading (68) as ref. Point vs bd readings (164) yielded data points in the d range of the grid, outside of acceptable limits.